Event description:
It was reported that the patient experienced an embolic stroke 12 hours after the procedure. An enroute transcarotid neuroprotection system (nps) was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. The procedure was completed with no notable issues. The patient experienced speech issues and limited movement in hands and feet twelve hours post procedure. Imaging performed revealed posterior cerebral artery (pca) and hemorrhagic stroke. Further image review also noted left hemispheric, embolic, and internal new white legions. The patient symptoms have not been resolved and is currently in rehabilitation.

Manufacturer narrative:
This report is being submitted to update the product lot number received on 8/20/2025, below fields were updated: d4: lot number, expiration date, unique identifier (UDI) #. H4: device manufacture date.

Event description:
It was reported that the patient experienced an embolic stroke 12 hours after the procedure. An enroute transcarotid neuroprotection system (nps) was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. The procedure was completed with no notable issues. The patient experienced speech issues and limited movement in hands and feet twelve hours post procedure. Imaging performed revealed posterior cerebral artery (pca) and hemorrhagic stroke. Further image review also noted left hemispheric, embolic, and internal new white legions. The patient symptoms have not been resolved and is currently in rehabilitation.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.